Manufacturer narrative:
(B)(4). When investigation is completed a follow up report will be sent to FDA.

Event description:
Philips received a complaint from a customer that the footswitch was worn out. Fluoroscopy failed mid case. The footswitch was bent.